Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The product support engineer (pse) troubleshot the issue with the customer over the phone. The pse recommended swapping the power management (pm) printed (pcb) circuit board between unit and monitor. The customer reported that the pm pcb was replaced and corrected the issue. No parts returned to failure investigation; thus, the root cause of the reported issue could not be determined MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator had an intermittent alarm light emitting diode (led) failure. No patient harm reported. The ventilator was in clinical use at the time of the event occurred.